Event description:
The customer reported that the drive support cap in the insulin pump was coming out and it alarmed no reservoir. The blood glucose reading was 409mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.